Event description:
It was reported to philips that an error message popped up. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was unable to be duplicated and it was determined that it was user error. Upon conclusion of the evaluation, it was determined that it was a user error. The fse guided and re-trained the user through the correct procedure. No replacement parts required. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.